Event description:
\It was reported that the patient was not feeling well on (B)(6) 2013. The patient possibly had withdrawal symptoms. The patient came to the hospital and was admitted. There were no pump alarms and the event logs were normal. The patient had a normal pump replacement on (B)(6) 2013. The catheter was found to be patent at this time. During a catheter dye study and a rotor study, the fluid aspirated from the catheter access port (cap) was cerebrospinal fluid (csf) mixed with what looked to be fresh blood. The device system was used to deliver dilaudid 10mg/ml at 1.846mg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10901r29, implanted: (B)(6) 2001. Product type: catheter. (B)(4).